Manufacturer narrative:
Field service engineer (fse) went on site to evaluate the collimator and found the blades were stuck laterally closed. Fse reset collimator and the blades started working normally. Fse tested the collimator then checked unit for proper operation per service checklist (B)(4) and returned unit to the customer for service.

Event description:
Customer reports during an unknown procedure the system fluoro failed with a collimator error. They spoke with tech support, but were unable to resolve this problem with the collimator override key. Staff moved the patient to another room and completed without incident. No reported injury.